Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm. No unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was 86mg/dl at the time of the incident. The customer reported that the alarm occurred even after inserting new battery. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.